Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3023, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3889-28, lot# j0455454v, implanted: (B)(6) 2005, explanted: (B)(6) 2009, product type: lead. Product ID: 3889-28, lot# v188958, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
It was later reported that the patient's second implant was smaller but the lead wires were right at the bottom of their spine and it hurt all of the time. The patient noted that they already had degenerative disc disease, so that really hurt their pain. The patient still went to the restroom "70 times a day" "and night." It was noted that their new device didn't work at all. The patient stated that it shocked her at a moments' notice. The patient was told that the wires need changing. The patient then had the wires changed and they put in another device. The patient was then told that they couldn't change the wires and they had to put an entirely new device in with the same model number and everything.

Event description:
It was originally reported that the pt experienced pain over lead and neurostimulator at the setting of 0.2 volts on program 1. Prior to this the pt was on group 3 at 1.5 volts but had pain all over and shook. It was noted that the stimulation was "hitting a rectal nerve". She was going 72 times in a 24 hour period. She had the device turned off and now experienced a loss of therapeutic effect. F/u info received from the healthcare professional indicated that the pt did not have an infection. The pt was reported as doing well until (B)(6) 2010. It was noted that lead will need to be repositioned (revision). If further info is received, a f/u report will be sent.